Event description:
It was reported that during the procedure, during advancement of a 3.5x18 rx xience prime stent delivery system (sds) into an unspecified guiding catheter, without resistance felt, within several seconds of advancement, reflux of blood was noted in the inflation syringe. As a small balloon perforation was suspected (due to observed reflux), the rx xience prime sds was withdrawn from the anatomy without resistance. Another rx xience prime sds was used successfully in completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The tear/leak was confirmed. Additionally, the nose piece was noted to be cracked. Follow-up information from the account regarding the nose piece damage confirmed that it did not occur during the procedure, and likely occurred as a result of handling for return shipment. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.